Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report #3005099803-2011-04328 addresses the first stent, while manufacturer report # 3005099803-2011-04329 addresses the second stent. It was reported to boston scientific corporation on (B)(6) 2011 that two flexima biliary stents were used during an endoscopic biliary drainage (ebd) procedure of the bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to release the first stent, resistance was met and the inner guide catheter detached. The second stent was then attempted to be released, however the inner guide catheter of this device also detached. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain further patient and procedure information regarding this event have been unsuccessful; if any information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report #3005099803-2011-04328 addresses the first stent, while manufacturer report # 3005099803-2011-04329 addresses the second stent. It was reported to boston scientific corporation on (B)(6), 2011 that two flexima biliary stents were used during an endoscopic biliary drainage (ebd) procedure of the bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, when attempting to release the first stent, resistance was met and the inner guide catheter detached. The second stent was then attempted to be released, however the inner guide catheter of this device also detached. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain further patient and procedure information regarding this event have been unsuccessful; if any information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned loaded with a guidewire. The guidewire could not be removed due to the guide catheter being stretched. No damage was noted to the guidewire. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter; this indicates the suture embedded inside the guide catheter during the attempted deployment, which may have lead to difficulty experienced when attempting to release the stent. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.